Event description:
Physical therapist was performing a grade v (thrust) mobilization to the pt's thoracic spine when the leaf of the treatment table supporting the pt's head and shoulders broke loose causing the pt and therapist to slide down table bumping the wall. Pt complained of increased neck and shoulder pain.